Manufacturer narrative:
Correction: the event date should have been (B)(6) 2019, not unknown.

Event description:
New information received notes this event was resolved by reprogramming the device to normal function.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was found in back-up mode. No intervention has been performed at this time and the patient was stable with no consequences.